Event description:
Customer reported a failure code 16:310. Customer reported there were no pt injuries associated with this report. Customer did not have info whether incident occured during pt infusion.